Event description:
Medtronic received a report that during aneurysm embolization, while adjusting the position of the coil inside the aneurysm, the coil was withdrawn out of the aneurysm. When it reached the proximal segment of the middle cerebral artery, the coil detached automatically. The coil was then retrieved and removed from the body using a guidewire and snare. It was found that the proximal detachment point was not kinked, indicating that the detachment was not due to operator error. A new coil was used to complete the procedure. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. There was no surgical or medicinal intervention required. The pushwire was not bent or broken. There was no friction or difficulty during delivery. There was coil premature detachment. The implant coil was removed from the patient. It was removed from the body using a guidewire and snare. The patient was undergoing surgery for treatment of a saccular, unruptured middle cerebral artery (mca) aneurysm with a max diameter of 3.5 mm and a 2.2 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was minimal.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the physician had not made any attempt to detach the coil. The cause of the coil premature detachment was not determined.

Manufacturer narrative:
B5 updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 product analysis: as found condition: the axium prime device was returned for analysis within a shipping box and within a sealed plastic biohazard pouch. The unknown micro catheter used during the event was not returned for analysis. Visual inspection/damage location details: the actuator interface was found securely attached to the coupler tube. The break indicator was found still intact. There were no evidence of detachment attempts at these locations. No damages or irregularities were found with the pusher. The coin was found still against the lumen stop. The shield coil was found undamaged. The implant coil was already detached and found damaged and stretched with the polypropylene filament broken. The retainer ring was found damaged. The detach element was found undamaged. Testing/analysis: the release wire was extending out the retainer ring ~0.004¿, which is still within specification (specification: 0.002¿-0.005¿). The inner diameter of the retainer ring could not be reliably measured. The detach element ball outer diameter was measured to be 0.0039¿, which is within specification (specification: 0.0038¿ ±0.0001¿). Conclusion: based on the analysis performed, the customer report of ¿premature detachment" was confirmed. It is likely damaged retainer ring caused the detach element to slip out and detach the implant coil. Possible causes of the damages include, but not limited to, patient vessel tortuosity, coil not retracted in a one-to-one motion with the implant pusher during repositioning, pushwire rotation or advancing/retracting the device against resistance. As the unknown micro catheter used during the event was not returned for analysis, any contribution of the micro catheter towards the resistance and/or premature detachment could not be determined. As the model and lot numbers were not reported, compatibility could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.